Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneous high patient result for alp (alkaline phosphatase), glu (glucose) and tp (total protein). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au480 clinical chemistry analyzer. To resolve the issue, the customer replaced the sample syringe, sample probe, mixing bar, and performed maintenance per cts's recommendation. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).